Event description:
It was reported that the battery gauge was fluctuating. There was no reported adverse effect to the customer's blood glucose level. Customer will continue to use the current pump.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.